Manufacturer narrative:
(B)(4). Batch # 373a61. (B)(4). Additional information was requested, and the following was received: was the staple line incomplete? No - staple line complete. What lead to the decision to convert to colostomy? Patient profile and length of useable tissue remaining. Is it temporary or permanent? Unknown. What type of purse technique used? Surgeon used proline to hand sew a purse string suture around the anvil. The patient tissue was difficult to manage and caused the surgeon to remove the first attempt at the purse string suture. He ended up removing the first run of suture and sewing it a second time. On the second run, he was satisfied and continued with the procedure. What were the indications for surgery? Diverticulitis. What surgical procedure was performed? Sigmoid colectomy. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? Yes - doughnuts incomplete. Resident's first-time firing device. The surgeon is very experienced with the device and gave explicit instructions prior to the case and during the firing. What healthcare professional fired the device and what is his/her experience with the device? Resident - first time firing device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Longer, while the device was closed on tissue, the surgeon was suturing support on either side of the rectal stump to ease tension from the anastomosis. Were there any issues with device use/firing? It was not apparent during the firing. What confirmation was received that the device completed the firing sequence? I heard the audible crunch of the breakaway washer and the resident confirmed he had closed the handle of the device plastic to plastic. Was the green checkmark visible at the end of the firing? N/a manual device - not powered. How many counter-clockwise revolutions of the adjusting knob were used to open the device? He counted 2 full rotations, attempted removal and turned another half turn. The device was removed after 2.5 revolutions. Was there any difficulty removing the device? Slight difficulty after the 2 revolutions. After the additional half revolution, it was fairly easy to remove. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes - rectal doughnut was complete but the sigmoid doughnut was incomplete. Tissue was separated in one area and very thin in another. Patient profile was suspected to be the cause of the issue. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? No leak test was performed - the surgeon went directly to a colostomy. Was the staple line visualized endoscopically during the initial surgical procedure? No how many days postoperative did the leak occur? N/a. How was the leak identified? Incomplete doughnut during procedure. What was observed at the site of the leak upon reoperation? N/a. How was the leak addressed? Colostomy during initial procedure. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. Open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid colectomy the resident fired the device, but the sigmoid donut was incomplete. A colostomy bag was then attached.